Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and intermittent undersensing were observed on the atrial lead via a remote transmission. Device reprogramming was suggested.